Manufacturer narrative:
The pod was received fully deployed. A leak test was performed where the soft cannula was occluded, ratchet gear rotated, and fluid path was inspected. A leak was observed due to a tear in the exposed portion of the soft cannula. It could not be determined if the observed tear in the cannula contributed to the reported leaking during wear. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to 330 mg/dl while wearing the pod between 24 and 36 hours on their arm. As treatment, a new pod was applied. The device was originally reported for leaking during wear.